Event description:
Medtronic received information that battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
2032227-060322-002-c. (B)(4). The insulin pump passed the displacement test. The insulin pump received with broken battery tube threads. Pump not received with original battery cap. Battery cap cracked/damaged unknown.